Event description:
On (B)(6) 2010, patient reported both the up and the menu button on her infusion device are becoming increasingly difficult to press. Patient reported the concern during troubleshooting. Patient stated, this has been an issue for the past 2-3 months. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.